Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test. No excessive no delivery alarm noted. Device had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube, broken reservoir tube lip, cracked belt clip slot, minor scratched and cracked display window, stained end cap sticker and stained address or serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400 mg/dl and insulin pump alarmed for no delivery. Customer reports that insulin did not exit. Customer performed troubleshoot for no delivery but insulin pump keeps saying no delivery. Insulin pump will be return for analysis.